Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a broken stylet was confirmed but the cause is unknown. The product returned for evaluation was one broken 3cg stylet. Residual material was seen throughout the broken stylet. The t-lock assembly and funnel connector were detached from the stylet and were not returned for evaluation. The stylet was kinked 10.0¿, 26.7¿, and 28.5¿ distal of the yellow handle assembly. The distal end of the stylet was detached and was not returned for evaluation. The kink near the distal end was found in the polyimide tubing, proximal to the magnets. A total of 13 magnets were present in the sample. The polyimide tubing was kinked or collapsed between all of the magnets. No fractures were noted in the magnets. The polyimide tubing was elliptical at the break site, indicating that the tubing had been kinked or collapsed in that region. The break edges in the polyimide tubing were jagged and irregular with slight plastic deformation of the tubing at the break site. The stylet was cut by the investigator, proximal to the break site, and the polyimide tubing wall thickness was measured and found to meet the device specifications. It was reported that difficulty was felt during catheter advancement which may have contributed to the stylet breakage. However, the cause of the initial difficulty during advancement could not be determined. In addition, it was noted that the stylet had been completely removed from the t-lock assembly. As per the device IFU, ¿slowly remove the t-lock, stylet funnel, and stylet, as a unit. Do not remove stylet through t-lock.¿ removal of the stylet through the t-lock assembly can cause additional mechanical stresses to the stylet and could potentially be a contributing factor to the reported incident. In addition to the broken stylet, twelve unopened 4fr s/l powerpicc solo catheter kits were returned as lot samples. When the kits were opened, the catheters with the inlaid stylet were found, as intended, within the packaging tube and retained in the catheter slot. The catheters and stylets appeared unremarkable to gross visual examination. The catheters were flushed through the t-lock assemblies and found to be patent to infusion. T-lock assemblies with the stylets were then easily removed from the catheters. Microscopic examination of the lot sample stylets was unremarkable, the epoxy tips were all present and no damage was seen to the polyimide tubing or magnets. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the PICC wouldn't advance during insertion. An x-ray image was taken and revealed a broken guidewire in the patient; guidewire will need to be removed.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeu1745 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC wouldn't advance during insertion. An x-ray image was taken and revealed a broken guidewire in the patient; guidewire will need to be removed.